Event description:
In 2002 patient underwent craniotomy with dural biopsy and implantation of dura-guard. Patient later developed enterobacter infection and abscess in the brain, then underwent second surgery wtih explantation of dura-guard the following month.